Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for broken cap with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of broken cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken cap. H3 other text : see h.10.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the protective cap comes off letting needle/blade exposed- clean needle stick/injury. The following information was provided by the initial reporter. The customer stated: "the cap was found to be already separated during inspection."

Event description:
It was reported when using the bd microtainer® contact-activated lancet the protective cap comes off letting needle/blade exposed- clean needle stick/injury the following information was provided by the initial reporter. The customer stated: "the cap was found to be already separated during inspection."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.